Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Insulin pump received with normal operating currents. Insulin pump passed the self test. Insulin pump passed the unexpected restart error test. Insulin pump passed off no power test. Insulin pump received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have high blood glucose. Customer's blood glucose was 479 mg/dl. Customer treated high blood glucose with insulin injection. Customer mentioned the bottom of the device was worn. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.